Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock and low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. During support, continuous renal replacement therapy was started due to decreased renal function and decreased urine output. After that the patient was stabilized and scheduled for weaning and removal of the device. Additionally, the position waveform became flat. The plan was to remove the device the next day and continue to monitor the situation. Subsequently, the position waveform returned to normal after it was checked for backflow and flushed. Subsequently, the device was surgically removed.